Event description:
The customer reported that during a pacemaker insertion procedure, the surgeon went to activate the covidien handswitching pencil and an arc with a small flame occurred. The generator setting was at 65 coag. The surgeon then asked the staff to turn down the coag to 55, but the same incident occurred again. The patient was not injured. The patient was under moderate sedation, with o2 being delivered by a nasal cannula with flow rate at 3 liters. The generator was removed and is being evaluated by the site's biomedical engineering department.

Manufacturer narrative:
(B)(4). The return of the incident unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.